Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. Reportedly, the customer resumed insulin delivery without seeing drops exit the tubing. The customer reported a blood glucose (bg) level of 255 mg/dl and the bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, the customer disconnected and reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing.